Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Photos of the implanted lens were provided and they were evaluated. As per johnson & johnson specifications the ''machine lines'' are categorized into five levels. From level 1 to level 3 the machine lines are acceptable. Level 4 and 5 are rejected. Due to the poor resolution of the photos provided, it was not possible to classify the level of the lines observed. The customer's' reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this order number have been received. Labeling review: the dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it and examine the lens optical surfaces for other defects. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the aab00 sensar monofocal iol into the patient's operative eye, the surgeon noticed that the lens had rings. Additional information was received and it was learnt that the patient had an unexpected post-op refraction and their vision was (B)(6) 2018. Reportedly, the account commented that the patient's cornea is not fit to go for a secondary surgical intervention; therefore the lens remains implanted. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the best corrected visual acuity (bcva) pre-op was 0.16 and bcva post-op was 0.4. No out of ordinary medications were given to the patient. Reportedly, the surgeon is planning to implant a symfony intraocular lens (iol) into the other eye of the patient. No further information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.